Event description:
The customer reported moisture under the liquid crystal display and a blank screen. During the call the customer also reported having low blood glucose of 40mg/dl and was treated. The customer stated that she bolused and forgot to eat for the carbohydrates that she entered in the insulin pump. Troubleshooting was performed. The programming, basals, bolus and daily totals in the insulin pump were correct. The displacement test passed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.